Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while filling the cartridge with insulin, syringe needle became blocked. Customer's blood glucose was within range (value not provided). Customer changed the syringe needle to resolve the issue.